Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one screw for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: lot number are not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
Customer reported the screw fractured at the head. They removed it and placed new screw. No impact to patient.